Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on an unknown date in, 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. In (B)(6) 2021, the follow up imaging revealed migration of the trunk-ipsilateral leg component distally (unknown amount), and an aneurysm enlargement (unknown size/amount). On (B)(6) 2021, reintervention to place additional stent grafts at the proximal side of the trunk-ipsilateral leg component was performed. The patient tolerated the procedure. The physician reported; the implanted trunk-ipsilateral leg component might have been under sized, but the diameter of the aorta at the initial procedure was unknown.